Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not requested to be returned for evaluation as it was still being used by the user. Based on the investigation analysis on the user's data in data management system (dms), the sensor was going through initial recovery after insertion on november 11, 2021 and as a result the system displayed temporary mismatch between the sensor readings and fingerstick measurements. This temporary mismatch resulted in the assertion of hypo alerts incorrectly. Following the reported events, the sensor performance improved, and the system displayed good agreement between the sensor readings and fingerstick measurements. The sensor is performing within expectation following the reported events. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of false hypoglycemia events that occurred on 23-november-2021 at 6:40 am and 11:50 am where user received low glucose alerts even though they were not symptomatic and the blood glucose was in normal range. User provided the below examples. Example 1: 6:40 am (bg - 199 mg/dl) (sg - 51 mg/dl) example 2: 11:50 am (bg - 180 mg/dl) (sg - 46 mg/dl) user did not require any medical attention or intervention because they were not symptomatic.